Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug testing without duplicating the report. The device's power input assembly and power interface module (pim) board were replaced as a precaution. The device was replaced and returned to inventory. There is no indication in the log that the unit shut off by itself as there were no critical errors surrounding the event correlating to the unit shutting off. No trend is associated with reports of this type.